Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two other complaints for the reported issue. One complaint sample was returned for evaluation. The complaint sample was visually inspected and deemed nonconforming. The needle was bent approximately 20 degrees. An actuation test was performed and deemed nonconforming. No actuation was observed and bubbles were observed coming from the port. Unrelated to the reported event, an aspiration test was performed and deemed nonconforming. No aspiration was observed. Cut testing performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 to 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was slight resistance felt when removing the inner cutter from the needle. The inner cutter was bent. There were gouge marks at the bend area and the front of the inner cutter. The actuation was retested after disassembly and deemed to be conforming. It should be noted, an initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. Unrelated to the reported event, resistance was felt when the probe was tested with a syringe. A wire was inserted into the aspiration path. The aspiration was retested after disassembly and deemed conforming. The cause of the no aspiration can be attributed to a blockage in the aspiration pathway. The complaint evaluation does confirm that the probe had an actuation problem, which can be attributed to the customer¿s reported event. The root cause for the reported event can be attributed to the bent needle and inner cutter. This bent needle condition appears to have occurred during its surgical use but it is not known how the cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that cutting failure of the probe occurred and the product was unable to be used. The condition of actuation and aspiration is unknown. The surgery was performed and completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.